Event description:
Patient reported the aligner treatment has left them with a huge overbite. Patient has documentation from their dentist about their previous teeth and how their overbite has worsened.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.